Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, both reloads did not fire. Different box of same product was used that worked well. There was no patient involvement.